Manufacturer narrative:
Correction: previously omitted information of ¿pump is being returned by the account per their required protocol" is now included. If information is provided in the future, a supplemental report will be issued.

Event description:
It was also stated that the ¿pump is being returned by the account per their required protocol.¿ the information has been confirmed with the account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was 1mg/ml morphine at 0.25 mg/day. The reason for use was unknown. It was reported that the patient came in for a refill and upon interrogation of the logs, a motor stall was discovered. The event oc curred on (B)(6) 2017. The patient mentioned to the hcp that he had experienced what were possible withdrawal symptoms. There were no known environmental/external/patient factors that may have led or contributed to the issue. Troubleshooting performed consisted of an interrogation of the pump and logs. Actions/interventions taken consisted of the pump being replaced on (B)(6) 2018. The issue was resolved at the time of the report. The hcp has no further information for the manufacturer. The patient weight was unknown and would not be made available for legal/confidential reasons. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-feb-23. It was reported that ¿no determination for motor stall was made.¿ there were no further complications reported/anticipated.